Event description:
It was reported that the system was replaced due to high impedances. The patient fell and subsequently lost effect. A lead breakage occurred. The patient recovered with no sequelae.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins, model#: 3021, serial#: (B)(4)) found no significant anomaly and the device to be functional with good, stable output observed on each electrode pair on an oscilloscope, across a 510 ohm load, connected to the distal end of the lead. Analysis of the lead extension (model#: 3095-10, serial#: (B)(4)) found no significant anomaly. The proximal end of the lead extension was stretched and had (a) connector pin(s) broken. No shorts between circuits were reported. Analysis of the lead (model#: 3093-28, lot#: v046240) found conductor wires broken 5.4 centimeters from the distal end; open circuits were detected.

Manufacturer narrative:
Product ID 3095-10, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), product typ: extension, product ID 3093-28, lot# v046240, serial#, implanted, explanted, product typ: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).